Manufacturer narrative:
It was reported that the liquid waste was spilled onto the floor by the technician during the transfer of the waste to the lab's waste container. The laboratory technician reportedly slipped on the wet floor and fell. As a result of this fall, the laboratory technician reportedly went to the emergency room and it was confirmed that she had a broken wrist. Per the benchmark special stains stainer module operators manual: "warning: place mats around the instrument to avoid risk of slipping in the event of reagent spills or leaks. Caution: handle filled waste containers carefully. To prevent spillage, place the cap on the waste container before removing it from the instrument. Wheel the waste container to the disposal area instead of lifting it." No parts were repaired or replaced as there was no evidence of a roche product malfunction. The investigation determined that the root cause is related to user handling practices.

Event description:
The initial reporter alleged that a laboratory technician suffered an injury from slipping on liquid that had spilled during the transfer of the liquid waste from the benchmark special stains stainer module waste container to the lab's waste container.